Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient reported on (B)(6) 2016 that the spinal cord stimulator (scs) in place isn't used and that it did not work. The charts were reviewed to gather more information and they were unable to determine if the ins was turned off and, if so, done by medical staff or by the patient. A later note seemed to indicate the patient may be wanting to pursue other methods of pain management.